Event description:
On (B)(6) 2012, rotaflow console with serial number (B)(4) at (B)(6) hospital- (B)(4) displayed an error head message on the screen. The rotaflow system was functional prior to use on the ambulance ride to pick up the patient. After the patient arrived at the hospital, the rotaflow displayed the error head message. A second rotaflow system was used to transport the patient. No patient information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Per the nonconformity report associated with this complaint, testing was performed and it was determined that the rotaflow console control board was defective. The control board was replaced and the system was tested to factory specification. Attempts were made to obtain additional information regarding this event. However, the attempts were unsuccessful and no additional information was obtained. (B)(4).